Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 3.5 inches from the pump housing and the severed portion was not returned. The inflow conduit and outflow graft were also not returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The cause of the reported event could not be determined. Respiratory failure is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years. The device was returned for investigation. The evaluation is not yet complete. The event took place in (B)(6). No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was admitted to the hospital due to heart failure symptoms including dyspnea and edema. There were no signs of hemolysis. The patient was treated with dobutamine and lasix and reported feeling better. An echocardiogram ramp study showed no change in the heart's left ventricular size even when the pump speed was set to 15,000 rpm. After a few days, the patient experienced respiratory distress and was intubated. The patient was on dialysis and still being administered medication. Due to the patient's clinical state and the findings for the echocardiogram, the patient underwent an lvad exchange procedure. No additional information was provided.